Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt experienced a change in the stimulation pattern. It was noted the pt had fallen a few months ago. The x-rays indicated the lead has migrated. Effective stimulation was captured via reprogramming. No surgical intervention or revision is currently planned. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.